Manufacturer narrative:
Manufacturer's investigation conclusion: during the evaluation of the log file retrieved from returned system controller (B)(6) and the submitted log file, there was an unknown system controller exchange performed and this complaint addresses this event. The log file retrieved from system controller (B)(6) captured intermittent motor stopped alarm events on april 23, 2022, which was an event prior to the reported motor stopped events in july (cs-168168). The system controller may have reverted to the backup mode because there are no driveline disconnect alarm event. While in backup mode, no data is recorded. A potential system controller exchange may have been performed between april 23, 2022 and june 15, 2022 (the date is estimated from the submitted log file from a second unknown system controller). A root cause that led to the system controller exchange could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes red heart hazard alarms and system controller fault alarms to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions¿. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: contact thoratec to determine best next steps. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Low flow hazard alarm. Instruct the user to ¿call your hospital contact immediately for diagnosis and instructions.¿. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged. The controller clock was noted to not have been properly set.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.